Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician via a company representative, which refers to a female patient aged 62 years. Relevant medical history, concurrent diseases including allergies and concomitant medication were denied. No similar treatment had been applied to the treatment area before. On (B)(6) 2017, the patient received treatment with 2ml restylane defyne (lot no. 15222-1, expiry date 31-mar-2019) to nasolabial folds (1ml on each side) with unknown needle and tunnel technique. One day later, on (B)(6) 2017, the patient experienced severe massive swelling (implant site swelling) and palpable induration of cheek/nodule (implant site induration) in the left cheek, suborbital area and nasolabial folds. On (B)(6) 2017, the patient also experienced an eyelid oedema (eyelid oedema), not specified on which side, and left cheek warm (implant site warmth). Treatment for the adverse event included ibuprofen [ibuprofen] on an unknown date in (B)(6) 2017. The patient also received hylase dessau (hyaluronidase) [hyaluronidase], 150iu on (B)(6) 2017, which resulted in a marked improvement. After an additional injection with 70iu of hyaluronidase on (B)(6) 2017, the induration completely resolved. Outcome of the other events was recovering/resolving. On (B)(6) 2018, follow-up information was recevied from the reporting physician. The physician reported that all adverse events had completely abated (outcome: recovered/resolved) except for a small induration/nodule in the upper nasolabial region, which during a vacation in warm environment had gone down to the lower nasolabial region. On (B)(6) 2018, the physician injected again 75 iu of hyaluronidase. The reporter assessed causality between restylane defyne and the adverse events as possible. Outcome at the time of the report: massive swelling was recovered/resolved. Eyelid oedema was recovered/resolved. Cheek warm was recovered/resolved. Palpable induration of cheek/nodule was recovering/resolving.

Manufacturer narrative:
Corrected data: this report was initially submitted incorrectly as an importer case report. This report is being resubmitted as 1000118068-2017-00100 follow-up 1 to nullify this sequence number. The appropriate initial report will be submitted to 9710154-2017-00100 (0) to accurately reflect the appropriate sequence.

Manufacturer narrative:
Engineering evaluation: the events of eyelid oedema, implant site swelling and implant site induration are expected. The event of implant site warmth is unexpected and possibly related to the treatment. No corrective or preventive action will be initiated. Manufacturer narrative: the serious, expected events of implant site swelling and implant site induration, and the non-serious, expected event of eyelid oedema were considered possibly related to the treatment procedure. The non-serious, unexpected event of implant site warmth was also considered possibly related to the treatment. Serious criteria includes the need for medical intervention with two hyaluronidase treatments and ibuprofen to prevent permanent damage. The case report meets the seriousness and causality criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Pharmacovigilance comment: the serious, expected events of implant site swelling and implant site induration, and the non-serious, expected event of eyelid oedema were considered possibly related to the treatment procedure. The non-serious, unexpected event of implant site warmth was also considered possibly related to the treatment. Serious criteria includes the need for medical intervention with two hyaluronidase treatments and ibuprofen to prevent permanent damage. The case report meets the seriousness and causality criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician via a company representative, which refers to a female patient aged (B)(6) years. Relevant medical history, concurrent diseases including allergies and concomitant medication were denied. No similar treatment had been applied to the treatment area before. On (B)(6) 2017, the patient received treatment with 2ml restylane defyne (lot no. 15222-1, expiry date 31-mar-2019) to nasolabial folds (1ml on each side) with unknown needle and tunnel technique. One day later, on (B)(6) 2017, the patient experienced severe massive swelling (implant site swelling) and palpable induration of cheek (implant site induration) in the left cheek, suborbital area and nasolabial folds. On (B)(6) 2017, the patient also experienced an eyelid oedema (eyelid oedema), not specified on which side, and left cheek warm (implant site warmth). Treatment for the adverse event included ibuprofen [ibuprofen] on an unknown date in (B)(6) 2017. The patient also received hylase dessau (hyaluronidase) [hyaluronidase], 150iu on (B)(6) 2017, which resulted in a marked improvement. After an additional injection with 70iu of hyaluronidase on (B)(6) 2017, the induration completely resolved. Outcome of the other events was recovering/resolving. The reporter assessed causality between restylane defyne and the adverse events as possible. Outcome at the time of the report: massive swelling was recovering/resolving. Eyelid oedema was recovering/resolving. Cheek warm was recovering/resolving. Palpable induration of cheek was recovered/resolved. Tracking list: version 1. Fu received on (B)(6) 2017: updated the patient's details, injection technique, amount, ae onset dates, latency, outcome, corrective treatment, reporter's causality and seriousness assessment. This version of the case was upgraded to serious due to the reporting physician's serious assessment, which included the need for medical intervention to prevent permanent damage.